Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose. The customer blood glucose level was 46 mmol/l at the time of incident and the current blood glucose was 18 mmol/l. Customer performed self test, high pressure test, cannula 5u fill test and displacement verification test and all test were passed. Customer states that there were no leakage or bubbles in tubing and catheter. Troubleshooting was assisted. The product will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0866 inches. Installed a water filled reservoir, primed device , monitored for a day, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing. (B)(4).